Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: sterile expiry date, unknown, manufacture date, unknown. Concomitant medical products: taperloc complete primary femoral porous coated stem, catalog# 51-101160, lot# 3595059; unknown cup, catalog# unk, lot# unk; unknown head, catalog# unk, lot# unk; unknown liner, catalog# unk, lot# unk; unknown taper, catalog# unk, lot# unk. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple mdrs were submitted for this event. Please see reports: 0001825034-2017-10588, 0001825034-2017-04576, 0001825034-2017-10589, 0001825034-2017-10591. Concomitant medical products: 110017104 g7 finned 4 hole shell 54f lot 3703149, 51-100140 tprlc 133 fp type1 pps so 14.0 lot 3722132, 010000858 g7 neutral e1 liner 36 mm f lot 3794200, 650-1065 cer option type 1 tpr sleve -3 lot 843120, 650-1057 cer bioloxd option hd 36 mm lot 100590, the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient is limping and has trouble weight bearing status post right total hip arthroplasty. No further information has been made available at this time.